Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was late for intravenous infusion on (B)(6) 2022. The patient was found by family unresponsive, not dressed, and not moving. There were no alarms at the time. Emergency services arrived as family started cardiopulmonary resuscitation. The patient was brought to the emergency room by ambulance and was diagnosed with a category 2 stroke. Computed tomography head and computed tomography angiogram head/neck was not definitive but the patient had right sided neglect and favored looking left. National institutes of health stroke scale was 13. It was noted that the patient had 1 hour of low flow on the morning prior that resolved on its own. The stroke was diagnosed to be likely ischemic. The patient's international normalized ratio (inr) was therapeutic the day before the event and was supratherapeutic during the event. The patients anticoagulation status went from 2.8 to 3.6 on the day of admission and 4.8 on the following day. The family changed the patient to comfort measures and the patient died (B)(6) 2022 due to multisystem organ failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events of stroke, multi-system organ failure, and infection, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The controller event log file contained data from 08mar2022 and 09mar2022, per the timestamps. Twenty-five low flow hazard alarms were captured between 07:10:39-08:18:11 on 09mar2022. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The death was expected and was not considered to be device related. Additionally, the device operated as expected and was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), , rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, multiple organ failures, infection, and death as adverse events that may be associated with the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. This section also lists infection as a potential late postimplant complication and provides suggested responses in the event of infection. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also outlines care instructions in reference to preventing infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.